Event description:
Siemens was notified by the customer on (B)(4) 2014 that series pointing to objects (pixel data) with 0 byte size have been detected on the syngo imaging system. The customer was unable to open or view these series. The initial investigation conducted by our experts showed that a total number of 19455 images spread among 423 series with 0 byte pixel part was detected on the short term storage (sts). All these images were received in jpeglossless format via an import. In cases when series are affected, all images belonging to the series remain corrupted. No injuries or adverse pt outcome has been attributed to this issue. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens was notified of the reported issue on (B)(4) 2014. This MDR is being sent to the FDA on (B)(4) 2014. Our factory experts are conducting further investigation to determine the root cause of the reported issue, which was not determined initially due to insufficient info provided in the log files and datasets. To proceed with the investigation the original data in its original state from the importing source is required. However, this data is no longer available due to the workflow used at this customer's site. This data gets deleted after the transfer to the syngo imaging is completed. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been received.